Manufacturer narrative:
The insulin pump was received with no escape button response due to flattened button dome switch. The connector on the lcd board was inspected and no anomaly was noted. The pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 150 mg/dl. The customer stated that her escape button is not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.